Event description:
Pt was implanted in 2009, and developed a severe infection and was taken back into surgery the following month. Initial reporter believed, but was uncertain whether the mesh was explanted at that time.

Manufacturer narrative:
Product received from the same lot is in the process of being evaluated. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted when evaluation is completed. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date.